Event description:
In a revision surgery performed by a new doctor on (B)(6) 2023, our company's fractured rod implant with a lot number from 2019 was extracted in the process. Regrettably, no information was provided regarding the precise date or the name of the surgeon involved in the previous procedure. The revision surgery replaced the previous l2 to s1 instrumentation with a longer t10 to s1 construct, providing supplementary points of fixation to enhance the patient's anatomical strength. No deaths or injuries have been reported. The report given to ctl was concerning the collection of an implant during a revision surgery, which occurred without any incidents. However, the specific rod was not returned for evaluation. Rod failure incidents are typically rare, and when they do occur, it often suggests an underbuilt construct. In this case, the revision surgeon's resolution was a longer construct that meets the anatomical need of the patient. Additionally the rod is made from medical grade implantable material that does not pose a concern or risk to patient health. Without access to before and after x-ray images, detailed patient anatomical information, and surgical procedure records from the initial surgery, the root cause of the failure cannot be determined.